Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Gamma nail, lag screw, and distal locking screw were removed because the lag screw cut out of patient's femoral head. No op notes x-rays med records lab report are available per hospital policy.